Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7070469.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration confirmed via x-ray. The patient underwent a revision procedure wherein the two leads were removed and one new lead was added. The patient was doing well postoperatively. The explanted leads were discarded.